Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an acute stroke case in a very tortuous anatomy, a cerebase 90cm (gs9090sd, 31294730) was advanced through the aorta. When a 132cm cereglide 71 catheter (nic71132u, 31319275) was attempted to advance through the cerebase, it was unable to pass through the hub of the cerebase. A bmx 96 was replaced using an exchange length wire. And the cereglide was used without any issues after the exchange. After the case, there was noticeable crack in the hub of the cerebase used in the case. There was no negative impact for patient. The only delay was time for exchange of cerebase catheter. The device was not returned; therefore, no further investigation can be performed. The device a manufacturing record evaluation was performed for the finished device 31294730 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Multiple attempts to obtain product for analysis and obtain additional information were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a an acute stroke case in a very tortuous anatomy, a cerebase 90cm (gs9090sd, 31294730) was advanced through the aorta. When a 132cm cereglide 71 catheter ( nic71132u, 31319275) was attempted to advance through the cerebase, it was unable to pass through the hub of the cerebase. A bmx 96 was replaced using an exchange length wire. And the cereglide was used without any issues after the exchange. After the case, there was noticeable crack in the hub of the cerebase used in the case. There was no negative impact for patient. The only delay was time for exchange of cerebase catheter.